Event description:
It was reported that the subject device had b30 scope communication error. The event occurred during sedation of a colonoscopy procedure, with device inside patient. The procedure was prolonged less than 30 minutes and completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Technical assistance center (tac) provided remote troubleshooting. Initial troubleshooting could not resolve the reported allegation. However, the customer emailed a reply that the issue was resolved. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.